Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b2: specific death date is documented as unknown. Details are listed in the attached article section b3: date of event has been entered as 01apr2025, as the date of data collection was not provided. Emory university school of medicine, atlanta, ga nader, m. O., mathew, d., mallipeddi, t., bankey, a., steinberg, r., debakey, m. S., gupta, d., vega, j., daneshmand, m., & abdou, m. (2025). One-year outcomes in heartmate 3 patients with renal dysfunction at the time of implantation. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.963 manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, were documented as unknown. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "one-year outcomes in heartmate 3 patients with renal dysfunction at the time of implantation" identifying that heartmate 3 (hm3) may be associated with renal dysfunction and death. This single-center retrospective study evaluated 177 hm3 patients to see whether lower estimated glomerular filtration rate (egfr) at time of implant was associated with higher odd of 1-year mortality, readmissions, or dialysis requirement. Patients were stratified into groups by egfr on day of implant: group 1 had a egfr >= 60, group 2 had egfr between 30 and 60, and group 3 had egfr <= 30 or dialysis. The primary outcomes analyzed were mortality, new dialysis requirement, and all-cause readmissions within 1-year post-hm3. Baseline characteristics were similar across groups, noting that group 1 was younger and had less baseline ckd stage >=3. A total of 131 patients were male, and mean age of the total patient population was 54.27. Results reported group 3 had 10 patients on continuous renal replacement therapy (crrt) and one on hemodialysis pre-hm3. Groups 2 and 3 did not show increased odds of mortality or readmission compared to group 1. One-year survival rates were 83.6%, 86%, and 85%, respectively. Group 3 seemed to have a higher dialysis need (22.5% vs 11%, 12.5%), but this was not statistically significant. Of 25 patients dialyzed post-hm3, 20 required crrt, 3 permanent hemodialysis, and 2 temporary hemodialysis. The study concluded that lower egfr at time of implant was not associated with odds of dialysis requirement, mortality, or readmission one-year post-hm3.